Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a removal procedure of the femoral neck system (fns), the unknown locking screw would not disengage with the fns plate. While trying to disengage the screw, the head of the screwdriver shaft was twisted and is no longer usable. The procedure was successfully completed with the used of an osteotome to leverage the plate and loosen the screw. The patient was revised to a total hip arthroplasty. There was no surgical delay reported. Patient status is unknown. Concomitant device: unknown handle (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4). This complaint is linked to (B)(4) which captures the post-op event where the patient underwent a revision/removal procedure of the fns devices due to cut out of the femoral head. (B)(4) will capture the intra-op event where the unknown locking screw would not disengage with the fns plate and the head of the screwdriver shaft was twisted.